Event description:
Philips received a complaint by the customer on the v60 indicating that the co2 concentration was too high. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the co2 concentration was too high. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
E1:(B)(6).

Manufacturer narrative:
Per good faith effort (gfe) response received 31oct2025, the customer inquired a third party to repair the device. No repair information was provided by the customer. The customer inquired a third party to repair the device. No repair information was provided by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.